Event description:
It was reported that aborted therapy was observed on stored egms. Noise was observed and reproduced by manipulating the device in the pocket. It is believed the integrity of the lead was compromised. The lead was capped.

Manufacturer narrative:
The reported field event of noise on the lead was verified. Analysis found an abrasion on the outer and etfe insulations at 12.5 cm from the connector pin. The is-1 proximal cable wires were exposed at the same location. The damage found is consistent with lead friction to the ICD can.

Manufacturer narrative:
Na